Event description:
Implant broke in half upon insertion during procedure (excision patellar fragment/possible repair quadrant tendon, left knee). Half of the implant was retrieved and half was left in the pt's bone. No adverse consequences reported with the pt as a result of event.

Manufacturer narrative:
The device involved is a polylactic acid polymer based implant. The condition reported will occur if this type of implant experiences excessive amount of force/torq during insertion and/or if the pt's bone is not properly prepared prior to insertion.